Event description:
Previous emdr reported rupture. Upon further review, it was found that rupture is reported for the contralateral side device. Hence rupture is being unreported for the left side device.

Manufacturer narrative:
Previous emdr reported rupture. Upon further review, it was found that rupture is reported for the contralateral side device. Hence rupture is being unreported for the left side device. Additional, changed, and/or corrected data: b5, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted and replaced.